Event description:
It was reported that the patient the patient received high voltage therapy and electromagnetic interference was observed on the electrograms. Additional information obtained reported the patient was using a screwdriver on a live electrical socket at the time. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.